Manufacturer narrative:
During the site visit by the abbott field service engineer (fse), the fse observed numerous stat probe aspiration and movement restriction errors. The fse replaced the stat arc, probe (list number 08c94-47) which resolved the issue. A review of the architect i2000sr, serial number (B)(4), service history verified no subsequent issues have been reported. No contributing factors in the month prior or subsequent to the current complaint were identified regarding the architect probe. A review of the architect i2000sr platform revealed no systemic issues or trends associated with the discrepant result issue described in this complaint. A review of a 12- month search for similar complaints identified no trends of architect probe. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect i2000sr service and support manual contains adequate information for the troubleshooting, removal, and replacement of the architect probe. The architect troponin package insert adequately address sample handling, performance characteristics, assay processing, and interpretation of results. Based on the investigation no product deficiency was identified for either the architect i2000sr, serial number (B)(4), or the stat arc probe (list number 08c94-47).

Event description:
The customer reported a false positive architect troponin result on one patient. The results generated were: initial on (B)(6) 2019 @21:01 = 0.004 (reported as </=0.05ng/ml) / retested on (B)(6) 2019 @00:42= 0.12 ng/ml (customer diagnostic cut-off =/> 0.05ng/ml). The physician believed this was the new draw, but it was not. The lab retested the original (B)(6) 2019 sample = 0.004 ng/ml. The patient was redrawn an hour later and generated a result = 0.00 ng/ml. There was no impact to patient management reported.